Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 23 day post-operative from a vaginal delivery, the absorbable sutures on some of the perineal wounds were strip-like and unabsorbed. The incision was cleaned and disinfected, and the unabsorbed suture was cut off. 29 days post-operative, the incision was healed.